Event description:
Information was received indicating that a smiths medical cadd-legacy® pca pump failed accuracy by +9.35. There were no adverse effects reported.

Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition other than a scratched screen. Functional testing included accuracy testing. The delivery accuracy tests found the pump to be well within the published specification of +/-6%. The pump's expulsor was trimmed to bring the pump's delivery into a more nominal range. The device history record was reviewed and no manufacturing or testing issues were found. Based on the evidence, the complaint was unable to be confirmed.